Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included endometrial ablation ((B)(6) 2011). Concurrent conditions included polycystic ovaries, uterine bleeding and sinusitis. Concomitant products included metronidazole (flagyl 250). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("pelvic adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci-assisted operative laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, pelvic adhesions, vaginal haemorrhage, menorrhagia, depression, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis- bilateral fallopian tubes, partial. Salpingectomies complete cross sections of fallopian tubes (2), mild chronic salpingitis with scattered multinucleate giant cells. Polarizable foreign material is not identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs & mr received: event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pelvic adhesions, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, vaginal pain were added. Severity of event pelvic pain and vaginal pain were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. Case is upgraded from other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.